Manufacturer narrative:
It was reported that a threaded sub-olive wire broke resulting in the tip being implanted in the patient's bone. The device was not returned for evaluation. The 2mm x 40mm sub-olive wire with threaded tip is manufactured with implant grade material and provided to customers within a sterile kit (sk12) marked for single use. The UDI referenced is for the sterile kit, sk12, the product is distributed within. The device history record was reviewed and no issues were identified during the manufacture or release of the device that could have contributed to what was reported. The most likely cause cannot be determined due to the device not being returned for evaluation; however it is possible the technique utilized on the instrument applied additional bending forces to the device resulting in its breakage. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file the MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that the tip of a threaded sub-olive wire broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2020. The case was successfully completed with no additional patient outcomes.